Manufacturer narrative:
Add'l model #, catalog #: na25503.

Event description:
It was reported to MFR by facility, (B)(6), per the school they want to return all slings; they state they are cutting into pt's skin [?] On this statement. Claims they requested to have these slings fixed yrs ago. Manufactured search their data base to verify "other" complaints from this school, found in 2006 one complaint came in as a customer dissatisfied with the product; stating the sling irritated a pt's skin. This is the only other noticed rec'd, so from 2006 to present, they have been using an replacing product, now they want all returned. (B)(4) to get slings back for eval.